Event description:
The information was received via medwatch report. It was reported the procedure was being performed on a (B)(4) female patient. An anesthesiologist was inserting the arterial line and the catheter covered needle was inserted into the artery. The wire was advanced, and then the catheter, with pressure held on the artery. When the anesthesiologist withdrew the needle from the catheter, the plastic hub of the needle disengaged from the cannula leaving the cannula in the catheter and only the hub in his hand. They were barely able to see that the needle was still in the artery. The cannula was retrieved with a mayo clamp. There was no patient death, harm or complications reported.

Manufacturer narrative:
(B)(4).